Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. Internal file no: (B)(4). The set has not been requested because the customer is unknown. FDA has been contacted with a request for customer information, but no further information will be provided.

Event description:
Received a copy of customer medwatch, unidentified customer. Event description states "pt had pca morphine, s/p hernia repair. Upon reassessment, the nurse found the tubing was leaking at the lower-y. The connections were all secure and the lines all the way up were intact and setup correctly. The IV setup was correct, the pca tubing to the pt IV site. IV site intact not leaking or infiltrated. A large volume d5 and ns large volume to the lower-y of the pca tubing. I paused the infusion and got another rn to help assess where the leak was coming from. I disconnected the line from the pt an flushed the lower-y of the large volume tubing . The flush just splashed out of the lower y, it did not infuse. Upon inspection of the involved set, there was a crack noticed at the y site." There was no report of patient harm or medical intervention.